Event description:
The dealer states that the joystick is showing a 6 flash which is a left motor fault. The dealer states the customer was at home and he states he could go maybe 10 feet and it the chair would stop and start flashing the wrench.